Manufacturer narrative:
The reported event was not confirmed. Five photos were received for evaluation. The first photo shows a top view of a three-way catheter. The next two photos zoom in to the catheter arms and the deflated balloon and tip. The last two photos show the catheters' cap and the tray's label. Received 1 all-silicone temp sensing foley catheter with sample port connector. Catheter was visually inspected, and no obvious defects were noted. The catheter was filled with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) using the in-house syringe and no leakage was present. The inhouse syringe was connected and the balloon was able to passively deflate fluid back into syringe within 5 minutes with no issues present. No root cause could be found because the reported event was unconfirmed. The reported event was unconfirmed; therefore, a device history review was not required. The reported event was unconfirmed; therefore, a labelling review was not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement, sterile water from the foley catheter balloon was backflowing and leaked out from the inflation valve.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that after placement, sterile water from the foley catheter balloon was backflowing and leaked out from the inflation valve.